Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that this pacemaker declared explant and it says less than three months. The health care professional (hcp) stated that the device only lasted for five years. The boston scientific technical services (ts) had the field representative save to universal serial bus (usb) for analysis. Moreover, the device will be sent in also for detailed analysis after the change out. Additional information from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. Appropriate term/code not available was used to capture the reportable event stating that the patient was sent to surgery.

Event description:
It was reported that this pacemaker declared explant couple of months ago and recently it showed less than three months. The health care professional (hcp) stated that the device only lasted for five years. The boston scientific technical services (ts) had the field representative send files for analysis. Additional information received indicating that the device was surgically explanted. No additional adverse patient effects were reported.